Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.50/1.5/053 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On (B)(6) 2023 for the same model and power but shorter length lens and the problem was resolved. The reporter indicated the cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.5/+1.5/053 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.